Manufacturer narrative:
On 9/17/96, the MFR legal counsel provided the device catalog and lot numbers. Several facility names were given in the original complaint & summons; however, it is unclear which facility would be considered the user facility. The location of the device is not known at this time; therefore, the MFR's investigation of this event was limited to a trend analysis and review of the device history record for this cat/lot #. A trend analysis was performed on similar reports involving this cat/lot number and no trends have been identified. In addition, a review of the record was performed on this cat/lot # and no mfg variances were identified in relation to this event. Based on the available info, and due to the unavailability of the device for analysis, no conclusion could be drawn as to the cause of this event. Due to the legal nature of this report, all further investigation and follow up will be conducted by the MFR legal dept. Should the device become available for analysis in the future, the MFR will provide this info in an additional follow up report. No further details are available at this time. The MFR is now closing its file on this report.

Event description:
On 8/19/96, the MFR rec'd a complaint and summons from the pt's attorney. The complaint states that the device was implanted on 2/9/95 on the pt's "right chest" to administer treatment for hogdkins lymphoma. On 2/22/95, and 3/8/95, the pt rec'd treatment at a facility through her vein due to tenderness of the right chest area and some difficulty accessing the device and obtaining a blood return. On 4/4/95, the pt rec'd chemotherapy at which time the device was accessed; however, a blood return was not obtained. On 4/18/95, a dye study revealed a leak and chemotherapy was postponed. On 4/19/95, the device was explanted and the device catheter could not be extracted from the vein. Part of the right collar bone was removed to extract the device catheter.